Manufacturer narrative:
Device not returned. As part of our investigation, the technical service center (tac) assisted the customer with troubleshooting. The customer reported checking the unit for dust and damage. The customer stated that the error was occurring with the video system, 180 and 190 series scope. Tac advised the customer swap out the maj-1430 video cable. Tac also, advised the customer to wipe down the gold contacts of the 190 scope with alcohol. The unit was not returned to olympus for evaluation. The cause of the reported communication error codes cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during an unspecified diagnostic procedure, a ¿b30¿ and ¿e216¿ scope communication error was observed while using the video system. This report is being submitted for the b30 error. There was no patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, errors may be detected due to dust/ chemical residues on the electrical contacts, or due to defects on the contacts on the maj-1430, leading to failed communication. This issue is addressed in the instructions for use (IFU): "code : b30 error message : contact olympusscope communication err (b30) possible cause : foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. Solution : wipe the electrical contacts on the endoscope connector using clean lintfree cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source." Olympus will continue to monitor the field performance of this device.